Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 43 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection and found 1 of 3 sensors with needle bent inside sensor base. Unable to confirm that the customer received sensor in said condition due to product being returned opened/used. Two remaining sensors performed bicarbonate buffer test and both sensors passed per specifications with accurate readings.